Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: handpiece device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the cutter device not able to be removed was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of a dull cutter was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cutter device failed visual inspection and it appeared heavily used. The total length of the drill was measured, and it was below the total length, and the diamond ball was completely grinded off to the diameter of the cutter shaft to be able to remove the attachment. It was noted that some of the remaining diamond coating was still visible. It was noted in the service order that the cutter device was stuck inside the handpiece device. It was reported there were no delays to the surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.